Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that the act diff 2 instrument was leaving a small drop of diluent on the caps of samples. Customer stated the probe wipe appeared to drip on the caps. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed that the probe wipe was dripping on caps. Fse replaced the probe wipe and this resolved the issue. No further leaks were reported.